Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action was opened to investigate. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: the syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action was opened to investigate. CAPA# (B)(4).

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "one of the chemo techs approached me about issues with the 60ml bd syringes. Apparently they have noticed over the last couple of months that they have been leaking. Sometimes it is just small drips, but today she said it just came pouring out of the bottom of the syringe. She is going to find the syringe she used, and double bag it for me so I have it if you need it. This syringe however, has chemo residue in it." 1 of 2 complaints.